Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem.

Event description:
Note: this report pertains to one of two cold snare device used in the same patient and procedure. It was reported to boston scientific corporation that two cold snare devices were used in the descending colon during a screening colonoscopy procedure for polyp removal performed on (B)(6) 2025. During the procedure, upon opening, the snare loop was bent at a 45-degree angle and was unable to cut through a small, diminutive polyp. Additionally, the same problem occurred on the other cold snare device. The procedure was completed with another cold snare device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.